Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. During the device check, it was determined that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. Generally, all pace/sense values were very stable, the sensed p-waves were chronically low. The physician decided that the lead noise was not significant enough to replace. There were no programming changes. The patient remained stable throughout and will continue to be monitored remotely.